Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the circulatory support coord. That the pt was experiencing yellow advisory-rate control alarms. The system controller was switched out, however, alarms continued. The system controller was then charged to auto mode and alarms stopped. The hospital continued to monitor for further alarms. Approx one week later, the system controller mode dropped to a rate of 50. The hospital placed the pt on pneumatic support, using a stroke volume limiter (svl). Four days later, the decision was made to exchanged the pt's lvad with another lvad. The pump exchange was without issue.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.